Event description:
A revision surgery is scheduled for on (B)(6) 2025. Audiologist reports that the user is experiencing a likely migration of the device. The surgeon plans to either re-insert current device or explant and re-implant a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery is scheduled for (B)(6) 2025. Audiologist reports that the user is experiencing a likely migration of the device. The surgeon plans to either re-insert current device or explant and re-implant a new device.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a post-operative migration of the electrode out of cochlea. A re-insertion surgery is planned but no further information has been received.